Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issues. This lead was succesfully replaced. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.